Event description:
An ophthalmic surgeon reported experiencing poor aspiration before a procedure. There was no patient involvement. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
(B)(4) not labeled. This report was mailed to FDA on 01/21/2015. The manufacturer internal reference number is (B)(4).

Event description:
Additional information received. Incident occurred during a procedure, however, the case was completed. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was replicated. The printed circuit board (pcb) module was replaced to address the reported event. The system was tested and found to meet product specifications. A review of the customer's complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on 03/20/2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming pcb module. However, how and when the part became nonconforming cannot be determined conclusively. (B)(4).